Manufacturer narrative:
The lead was capped off inside the patient, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported according to the sales representative, this ventricular lead was capped on 10(B)(6) 2013 due to dislodgment. There were no other adverse patient events reported. The lead was actively implanted for approximately 2 years. Updated info rec'd from the customer on (B)(6) 2014. The customer reported according to the sales representative, this ventricular lead was capped on (B)(6) 2013 due to dislodgment. No subsequent device or clinical adverse events have been reported.